Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported patient was placed in a 7617405 catheter on (B)(6) 2024 because he needed to be infused with chemotherapy drugs, the catheter was indwelled in the body for 42cm, and the length of the catheter was exposed at 7cm, after the patient completed treatment in the hospital. He returned to home, the patient's activities were limited, and he was maintained twice in the outer hospital, and found that the tube was broken in hospital on the 29th, and the hospital immediately extubated the catheter, and there was no resistance during the extraction process, and the catheter was intact. After the catheter was disconnected, the patient believed that the PICC catheter that was only inserted on the 10th of this month, although the catheter was not caused by major adverse consequences, but the indwelling did not meet the expectations of use, and asked for a new catheter to be reinserted free of charge. Additional information 2024-6-13: fluids the patient received from the time the catheter was placed on (B)(6) 2024 until the broken tube was discovered: 1) chemotherapy drugs. 1) sodium acetate ringer's injection 500ml qd 2) glucose injection 100ml 1:5g qd 3) fat-soluble vitamins for injection (ii)/water-soluble vitamins for injection combined packaging 2:1 qd 4) tropisetron hydrochloride for injection (2mg) 5mg qd 5) famotidine for injection 20mg qd 6) kangai injection (20ml) 60ml qd 7) aprepitant injection (18ml:130mg) 130mg qw5 8) paclitaxel for injection (albumin-bound 100mg) 400mg qw5 9) teplizumab injection (2ml:80mg) 240mg qw5 10) cisplatin for injection (20mg) 40mg qd 11) sodium chloride injection